Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a broviac catheter, redo single lumen tpn catheter set, used for parenteral nutrition ¿exploded¿ and no longer functions as intended. To date, additional patient and event information have not been made available.

Manufacturer narrative:
Additional information received identified that per the representative, the customer placed an order for another rpn in order to repair the catheter so it¿s highly unlikely that the device will be returned. Although requested, additional information regarding the repair has not been received at this time. Corrected data: PMA/510(k) #: preamendment. Investigation - evaluation: a review of the instructions for use (IFU), quality control and trending was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Silicone catheters are not designed for power injection. Catheter rupture may occur. Use of a 10 ml syringe or larger will reduce the risk of catheter rupture. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.